Event description:
The customer reported to customer service that the pump in style breast pump was making a strange noise, like clicking. When the pump was received at medela, the transformer was determined to be breach, which is a safety issue.

Manufacturer narrative:
A replacement was sent to the customer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed ina timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.50. Resistance across the dc plug was measured 2m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.4 ohms, which is normal and indicates that the thermal fuse did not blow.